Manufacturer narrative:
(B)(4)

Event description:
It was reported when a transmission strip was sent for a routine check-up, an undersensed r-wave amplitude was observed following a larger r-wave amplitude. The recommended programming change was made. Defibrillation threshold testing was performed and sensing was normal. No adverse consequences were detected.